Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump did not alarm when the reservoir was low on insulin. Advised customer that device may alert only once per occurence. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.